Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that prior to an atrial fibrillation procedure, pulse field ablation procedure a versacross steerable access solution was selected for use. Upon opening the versacross package, it was noted to have a partially open seal. The device was not sterile and discarded. The procedure was cancelled. No patient was noted to be present at the time of the event.